Event description:
A patient reported they were hospitalized due to hypoglycemia, not due to meter. Their meter allegedly was inaccurately high. The result on their meter was 87 mg/dl. The result on the emergency room meter was unknown, but lower than the customer's meter. The time difference between patient's meter and emergency room was about 10 minutes. Patient reportedly felt sleepy, drunk-like and had "little seizures". Treatment was glucose. No further information has been reported.